Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and reformatted. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.